Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue with the subject meter occurred on (B)(6) 2011, between 7:00-8:00 am. The patient stated that she manages her diabetes with glipizide (unknown dosage). Three hours after the alleged issue began, the patient claimed to have developed symptoms of "shakes" but denied receiving any medical treatment. Two days later, at around 11:00am, the patient stated taking more food/drink in response to the reported issue. At the time of troubleshooting, the cca determined that the patient was using the correct testing technique as recommended per the owner's booklet and that the battery did not require replacement. Replacement products were sent to the patient. This complaint is being reported because although the patient denied any medical treatment, she claimed to have developed symptoms suggestive of a serious injury after the alleged issue began. In addition, the reported issue remains unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a capacitor failure. The test strips were also returned but testing was not performed/required since the alleged complaint applies to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.